Event description:
It was reported via social media comment by a patient's parent that the patient's vns (noted as "they") "continue to give him the seizures and each time they are stronger and more often." No patient information is known at this time. No additional relevant information has been received to date.

Manufacturer narrative:
Date of event: corrected data; initial MDR inadvertently submitted incorrect date of event. Date received by manufacturer: initial MDR inadvertently submitted incorrect date - correct date received by manufacturer for the initial MDR is 08/07/2019.